Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked on brush of toothbrush. Brush has flown off toothbrush while brushing / shot loose. Case description: a consumer of unspecified age and gender reported via e-mail on 24-oct-2016 that for the fourth or fifth time, the brush had flown off of his/her oral-b power oral care refill cross action while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer explained that it shot loose, and he/she almost choked on it a few times. The consumer asserted that this was life-threatening and not reliable. The case outcome was recovered. No further information was provided. On 24-oct-2016 received follow-up e-mail from consumer: the consumer reported that this had happened to multiple brushes from various packages, estimating that it had happened to 4/5 of them. The case outcome remained recovered. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked on brush of toothbrush [choking sensation]; brush has flown off toothbrush while brushing / shot loose / brush head broke / during brushing, the brush became looser and looser until it suddenly shot off [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that for the fourth or fifth time, the brush had flown off of his/her oral-b power oral care refill cross action while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer explained that it shot loose, and he/she almost choked on it a few times. The consumer asserted that this was life-threatening and not reliable. The case outcome was recovered. No further information was provided. On (B)(6) 2016 received follow-up e-mail from consumer: the consumer reported that this had happened to multiple brushes from various packages, estimating that it had happened to 4/5 of them. The case outcome remained recovered. No further information was provided. On (B)(6) 2016 received follow-up e-mail from consumer: the consumer reported that another brush head broke, and that he/she had kept this one. The consumer explained that during brushing, the brush became looser and looser until suddenly it shot off. The case outcome remained recovered. No further information was provided.

Manufacturer narrative:
On 13-feb-2017 product investigation results: the reporter returned one toothbrush head on 08-feb-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Almost choked on brush of toothbrush [choking sensation]; brush has flown off toothbrush while brushing / shot loose / brush head broke / during brushing, the brush became looser and looser until it suddenly shot off [device breakage]; product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via e-mail on 24-oct-2016 that for the fourth or fifth time, the brush had flown off of his/her oral-b power oral care refill cross action while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer explained that it shot loose, and he/she almost choked on it a few times. The consumer asserted that this was life-threatening and not reliable. The case outcome was recovered. No further information was provided. On 24-oct-2016 received follow-up e-mail from consumer: the consumer reported that this had happened to multiple brushes from various packages, estimating that it had happened to 4/5 of them. The case outcome remained recovered. No further information was provided. On 19-dec-2016 received follow-up e-mail from consumer: the consumer reported that another brush head broke, and that he/she had kept this one. The consumer explained that during brushing, the brush became looser and looser until suddenly it shot off. The case outcome remained recovered. No further information was provided.